Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube was dent /bent, fibers are crack and break, the light guide connector adapter is loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: outer tube was dent /bent, fibers are crack and break, the light guide connector adapter is loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope exhibited poor light output. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.